Event description:
It was reported on (B)(6) 2010, that since the batteries were replaced last month pt was having issues with stimulation. He had visited hcp the week of (B)(6) 2010 and checking the clinician programmer found that two connections were not in the normal ranges. Pt was sent for x-rays of his brain and chest to determine where the lead might be fractured. The symptoms occurred after a replacement. The symptoms were at the lead location. The pt was at home. On (B)(6) 2010 the caller reported reading >2,000 ohms on some of the unipolar pairs. Prior to device replacement programmed to c+, 2_. The 0 electrode had reportedly not been functional for a couple of years. After device replacement programmed to c+, 1-, 2-, 3- at 3.5 v. X-rays were taken and nothing was found. C,0 were > and c and 2 were initially >, but then had him retry with higher amp and it came down, but still high with no therapy effect. Additional info has been requested from the hcp, but was not available as of the date of this report. Please refer to manufacturer report # 2649622201007109.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.